Event description:
It was reported that during an unknown procedure, there was a broken blade (removed). Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailbale at this time.